Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One gold-tite® square uniscrew (unisg) was returned for investigation. A visual inspection of the as returned product identified fracture confirmed on threaded portion of screws. The hex heads are worn and contain debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. The alleged malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw (unisg) fractured. It was also reported that the fractured screw was removed and replaced.